Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose, low blood glucose and hospitalization. Customer's blood glucose level was as high as 427 mg/dl and as low as 36 mg/dl. Troubleshooting for high blood glucose was performed. Customer experienced diabetic ketoacidosis and was hospitalized. Customer was wearing the insulin pump at the time of hospitalization. Troubleshooting for low blood glucose was performed. Customer treated their low blood glucose by eating food. Customer declined any further troubleshooting.